Event description:
Customer called stating she was changing her reservoir and her insulin pump alarmed motor error. It started to rewind and it went so far that it broke the device. Customer's blood glucose is 81 mg/dl. There were no significant events leading to the alarm. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer does not use the sensor feature. She is able to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a detached end cap. The insulin pump alarmed for a motor error during the rewind due to the motor leaking oil and contaminating the motor home switch. The motor could not be tested outside of the device due to the motor anomaly. The insulin pump was received with a cracked case at display window corners and battery tube threads. The insulin pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.